Manufacturer narrative:
H10, h3, h6: the device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection shows a detached electrode with extensive wear and contamination and scratch/scuff marks on the spacer and the return electrode. There are no manufacturing abnormalities visually observed with the returned device. The device indicates bent pins on the connector and could not be functional tested. For a functional evaluation in the device could not be plugged in to a known good controller due to the bent pins inside the connector housing. The device could not be activated and the resistance r2 cannot be measured. The suction line was tested and performed as intended. The complaint was verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event include: (1) there may have been misalignment of the connector when connecting to a controller in which excessive force could cause damage to the pins. (2) twisting the connector during connection / disconnection to a controller which could have caused pin damage. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, before a procedure, the wand was found defective as it could not be plugged in. No patient involvement reported.